Event description:
It was reported that during a stapled hemorrhoidectomy, the stapler misfired; it cut through the whole circumference of the anal canal but only stapled approximately 20 percent of the circumference of the anal canal (anterior midline and left lateral). We needed to suture the rest of the circumference of the transected mucosa as it was profusely bleeding. On examination of the stapler, there were staplers protruding out from the gun. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Breakaway washer indented additional information: how much blood loss? - 100-200ml. Did the patient require any products? - no blood products transfused, used vicryl 3-0 circumferentially. What is the patients current condition? - patient is ok. Is there a lot number available for this device? - (B)(4). The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.